Event description:
It was reported that the patient got hit by a truck and the lead moved. It was noted that the lead barely moved and they were having trouble getting it programmed again. It was noted that occurred about ¿4-5 months¿ prior to report. It was noted that the doctor wanted to put in a whole new implantable neurostimulator (ins) system. It was noted that the patient needed to find a new doctor. It was noted that the lead had moved so the patient had not used it very much. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).